Event description:
It was reported that a malfunction occurred with the code malf 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their levels. Customer service provided information on resetting the pump, assisted the caller in doing so, and advised the customer to continue using the pump while contacting support again if the malfunction recurred. The caller acknowledged the instructions and understood the guidance provided.